Event description:
It is reported that the pt underwent a revision surgery for an unk reason.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. No device or photos were received; therefore the condition of the acetabular cup is unk. The lot number and part number of the product is unk; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used and in an approved and compatible combination. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unk. A definitive root cause cannot be determined with the info provided. The reported warsaw design controlled device is used for treatment.